Event description:
On (B)(6) 2010, during a kit inspection, the sales representative found a prong broken off the incompass universal driver. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
No patient involvement; identified in kit inspection. Product is an instrument and not implantable. Evaluation is pending upon completed investigation of the product.